Manufacturer narrative:
Manufacturer date: 07/18/2008. Conclusion code: 68 other: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit for the past 6 months (02/02/2014 to 08/01/2014) did not reveal a significant trend for this same issue. ¿the trend of the product malfunction code odor/smells was completed from july 2013 through june 2014 and revealed a significant trend which was addressed through CAPA. ¿the fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. ¿the hhe was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. ¿the shuma shows that the risk is as low as reasonably practical for exposure to odor or odorants. ¿the CAPA identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The assignable cause was determined to be the loose oil return valve. No parts were replaced or returned for evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. Odor/smell was confirmed. The fse tightened the oil return valve and the facility adjusted its ventilation. Unit meets specifications and was returned to service on (B)(6) 2014.

Event description:
A customer reported an event of a "strong oil smell" emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.